Event description:
The customer reports (via medwatch # (B)(4)) that the tip of the trerotola device broke off and lodged in the patient's soft tissue. Patient made aware of the tip breaking off.

Manufacturer narrative:
Qn# (B)(4). The customer returned a 5 fr ptd catheter for evaluation. Signs-of-use in the form of biological material was observed on the basket wires. The pebax tip was separated, and the distal portion was not returned for analysis. Visual examination confirmed that the ptd tip separated from the basket. Microscopic examination revealed that a portion of the tip was still attached to the cable. The point of separation appeared jagged and uneven. The basket wires appeared intact. No other defects or anomalies were observed. The returned ptd cable was able to retract and advance from the ptd catheter with minimal resistance. A manual tug test on the basket wires confirmed that they were secure to the assembly. A device history record review did not reveal any relevant findings to suggest a manufacturing related issue. The IFU provided with the kit informs the user that "the ptd device is not for use in stents". The IFU also mentions, "if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow tip to unfold in open cavity of the hub. At this point, the device can be fed through the sheath into the graft." Finally, the IFU also warns, "potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered" the report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was separated and the point of separation appeared jagged and uneven. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined. A CAPA has been previously initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports (via medwatch - (B)(4)) that the tip of the trerotola device broke off and lodged in the patient's soft tissue. Patient made aware of the tip breaking off.